Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted device not returned.

Event description:
It was reported that the pump touchscreen became unresponsive and will not turn on. There was no reported impact to the customer's blood glucose level. No additional information was provided regarding the reported event.